Event description:
In 2008, the reporter contacted lifescan on behalf of the lay user/pt alleging that old results were appearing when the pt attempted to test on her one touch ultra meter. The reporter was unable to specify the date/time of when the reported issue began; however, she claimed the pt went to the ER after she started having the issue with her meter. The pt went ER on ten days earlier at 1pm, reportedly for hyperglycemia. Her blood glucose was "556 mg/dl" on the hospital's device. She was treated with IV fluids and kept her there for observation for an unspecified time. The medical affairs specialist was unable to reach the reporter and pt to obtain add'l info. It would be helpful to know how long the pt had been testing with the meter, how often she tests, and how long she has been having the reported issue with her meter. It would also be helpful to know if the pt takes any diabetes medications and, if she made any adjustments to her diabetes care regimen, as a result of the reported issue. Based on the provided info, this complaint is being reported because the pt allegedly developed hyperglycemia after not being able to test on her meter. The duration of the reported issue is unk. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.